Event description:
It was reported that while using the surgical fiber during a pvp procedure, the system repeatedly went into standby mode before reaching 100,000 joules; no physical fiber damage was observed. The procedure was converted to a standard prostate resection (turp). Patient outcome: stable/fine - there was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported for the faulty fiber that the lase time of 35:55 minutes were expended and 188,404 joules had been used.